Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and infusion set not adhering. Blood glucose at the time of the incident was 600 mg/dl which they treated. Customer did not troubleshoot for the high readings. Customer stated the infusion sets were pulled out. It was explained to customer the proper preparation process and insertion techniques. The insulin pump will not be returned for analysis.